Event description:
The investigation and service were reported to be completed by the customer. Customer replaced the gui cpu pcb. Cse performed software upgrade only. The device passed all functional tests required for this product. The service history records for this ventilators serial number were investigated. The info has been added to the database for trending purposes and failure trends will continue to be monitored.